Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug. The indications for use was non-malignant pain. It was reported that the patient stated they were connected to the pump and was waiting for the bolus to deliver, but the bolus request "never went through". The patient stated the controller was at 90% and never went to 100%. Pss walked the patient through restarting the handset and the patient was able to successfully connect to their pump after a momentary pause at 90 percent and request/receive a bolus. The troubleshooting steps that were taken on the call resolved the issue. The patient would continue to monitor and call back if needed.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.